Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after intermittent connectivity between the ilet and an external g7 sensor, including a brief sensor error and sensor replacements, leading to overnight elevated glucose despite the sensor showing connection. Symptoms included elevated blood glucose up to 350 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia lasting approximately five hours, for which the user administered corrective insulin by injection without requiring professional medical intervention. Investigation included technical troubleshooting and user education. Investigation of this case revealed that a sensor-related issue affected glucose data continuity, contributing to elevated glucose levels, while the ilet device itself was not confirmed to malfunction. It was concluded that the event involved hyperglycemia with an unclear cause, with contributing sensor connectivity issues identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.